Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience fluctuating blood glucose (bg 50s-500 mg/dl). Fluctuating bg was reported to be related to "school" and not related to pump/supplies. However, customer did not provide further information and declined tandem technical support's offer to troubleshoot. No additional information was provided.

Manufacturer narrative:
This report was inadvertently filed. Fluctuating blood glucose was related to "school" and not related to pump or supplies.